Manufacturer narrative:
Additional narrative: additional information the actual device has been returned and during investigation it was observed that a cutter device was found stuck in the attachment device. Therefore this device represents 1 of 2 devices that were involved in the same event. Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the device was not working. Therefore the reported condition was confirmed. An assessment was performed and it was observed that a burr device was stuck inside the attachment device. The locking mechanism assembly was disassembled and it was further observed that one of the two springs for the lock tabs had failed and was not pushing on the lock tabs to release the cutters. Both of the springs were observed to be out of place and deformed. It was determined that the cause for the springs to come out of place is due to the handpiece being run without a cutter. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device was not working properly. It was not reported if there was any delay in the procedure due to the event, or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.